Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced failed downstream occlusion during testing in the biomed service department. It would not trigger occlusion alarm, pressure stayed at 13 psi and did not go higher. No additional information is available.

Manufacturer narrative:
Additional information: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.